Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer required assistance and was brought glucose gummies to address bg. Customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.